Event description:
It was reported that this patient had therapy was programmed off for a procedure. During the procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead stored a signal artifact monitoring (sam) episode due to a high out-of-range rv pace impedance measurement greater than 3,000 ohms. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.